Event description:
It was reported that (2) devices were used during a gastric bypass. It was reported by the rep that the surgeon attempted to fire the (2) tlc75 devices and both jammed and would not fire on initial reload. Another device was used to complete the case. There was no consequence to the pt.